Event description:
Permanently visually impaired caused by lasik. Rptr lost 4 lines of best corrected visual acuity and has monocular diplopia. Surgery and healing process were uneventful. Surgery left rptr overcorrected (inability of surgeons to measure corneal hydration) and with irregular astigmatism uncorrectable with glasses or soft contacts. Loss of contrast sensitivity makes it very difficult to do job. Rptr is also left with less than 250 mirons of corneal bed tissue which could cause keraticonus and corneal ecstasia in the future. Pts are being led to believes that lasik is as safe as getting ears pierced but one percent equals one out of every hundred pts ending up visually impaired. That translates into thousands of people every year with compromised night vision, inability to continue in their chosen careers, etc.